Event description:
It was reported that the customer intermittently experienced a high blood glucose (bg) level of 500 to 546 mg/dl. The cause of the high bg was unknown. The pump supplies were changed, and a manual insulin injection was administered to address bg levels. Recommendation was made to discuss diabetes management with a health care professional.